Manufacturer narrative:
United states reporting agent notified on: (B)(6)2014. Manufacturing site evaluation: samples received: 1 piece of suture (complaint device) OEM reports no previous complaints of this code bath. Reviewed the batch manufacturing record and tested product, this product had a normal process and the results during the process fulfill OEM surgical requirements. Final conclusion: the complaint is not corresponding (not justified).

Event description:
Country of complaint: (B)(6). Complaint description: thread broke very easily in comparison to vicryl. The threat detached from the needle very easily too. The amoring of the needle is to weak. Furthermore the tip of the needle were bending